Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix exceeded specification the number of turns to extend and retract. The technician noted that he helix did not extend due to driveshaft lug being stuck on the retraction stop. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure after two repositionings, the helix on the right ventricular lead would no longer extend. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.